Manufacturer narrative:
The field service engineer could not determine a cause. The rotor initialization was checked and was ok. Precision studies were performed and these were ok. Quality controls recovered within range. Upon review of the alarm trace, an alarm indicating detection of a clot was observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with ca2 calcium gen.2 on a cobas integra 400 plus. No incorrect results were reported outside of the laboratory. The sample initially resulted with a calcium value of 13.3 mg/dl. The sample was repeated twice, resulting with values of 10.7 mg/dl and 10.3 mg/dl. The sample was also sent to another site for testing on an unknown roche analyzer, resulting with a value of 10.4 mg/dl. The repeat value of 10.4 mg/dl was believed to be correct. The calcium reagent lot number and expiration date were requested, but not provided.